Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 40-50 mg/dl while the sensor glucose reading was 43 mg/dl last night. When the customer woke up, it went into suspend and her blood glucose was 211 mg/dl. The customer also reported cal error and change sensor alarm. The customer stated that she calibrated 3-4 times a day. The customer stated that she accidentally broke a piece off the sensor. The customer will be sent a replacement sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed the continuity resistance test and sensor failed specifications.